Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device inappropriately shut down. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical (B)(6) service department. The malfunction was duplicated and the control board was replaced to resolve the malfunction. The device was recertified and returned to the customer. The control board was returned to zoll medical corporation, united states. The malfunction was attributed to a foreign substance found on a connector on the control board. Analysis of reports of this type has not identified an increase in trend.